Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. The root cause of the out of range impedance was isolated to the lead during troubleshooting. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.